Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal, damaged battery compartment and scratched lens. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was found to be the damaged battery compartment. The battery compartment was replaced as well as the dso seal, battery compartment and lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pile compartment was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.